Manufacturer narrative:
Case-(B)(4) the device was not returned for evaluation but a device history review was able to be obtain from the lot number given in the product information. The product history record was also reviewed for clip lot 80081. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
On (B)(6) 2018 a patient underwent a on pump mitral repair procedure with laam. An atriclip achv45 was being used for the left atrial appendage occlusion. The surgeon first used the sizing tool to determine the appendage size for clip placement and then proceed to place the clip and when he went into the atrium to do the mitral repair, he noticed that the ostium of the appendage was not fully closed. He stated that the gap was enough to fit the cryo probe as he was about to do the ablation. The appendage was sutured from the inside, prolonging the case about 10 minutes with the clip being left in place. The patient outcome was fine with the procedure being completed.